Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. Another occlusion alarm occurred and was found to be related to the non-tandem infusion set tubing. Due to the multiple occlusions, customer's blood glucose (bg) was 280 mg/dl and ketone level was high. The customer was vomiting and lost consciousness. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous and customer was admitted to the hospital. Insulin injections and intravenous fluids were administered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage.